Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer had the battery removed from his pump by paramedics and needed help setting up the pump again. The customer 's pump experienced an unexpected restart after being stored without a battery. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer will monitor the pump. The insulin pump will not be returned for analysis.